Event description:
It was reported that patient underwent revision because sm 22mm cs. Insert disengaged from baseplate.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.